Event description:
Device report from synthes reports an event in the united kingdom as follows: it was reported that on an unknown date, the following items were returned to the trust from their outsourced sterilization hub, and were labelled as damaged: 352.085 is blunt and so no longer performs its function of end cutting, 03.010.523 has snapped. The treaded end of the driving cap has snapped/sheared off, 03.010.440 the threaded end of the 03.010.523 is sheared off instead the handle, and 315.290 the drill bits are blunted and usable. No further information is available. This report involves one 8.5mm medullary reamer head. This is report 1 of 5 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.